Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported via e-mail that a tampon fell apart upon removal leaving pieces inside her vaginal cavity. She reported she had to go to the emergency room to have the tampon pieces removed. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, medical treatment and outcome, however, no further information has been received.